Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level. The blood glucose at the time of the incident was unknown but their current blood glucose level greater than 600 mg/dl. The customer was siting down when he noticed the tubing was kinked which might have led to the high blood glucose level. Troubleshooting was not performed because the customer declined. The device will not be returned for analysis.